Event description:
It was reported that during a procedure at the user facility, the cordless driver 3 was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the cordless driver 3 was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the e box was determined to be in need of replacement. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.